Event description:
Customer reported his insulin pump alarmed. He also stated that the alarm prevented him from rewinding his insulin pump. The customer's blood glucose was 426 mg/dl. He treated his blood glucose with 7.2 units of insulin by injection. The customer could not be assisted with clearing the alarm. The customer also reported his blood glucose had been high, around 400-500 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.